Manufacturer narrative:
DHR review results: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Event summary: an allofit offset shell impactor (ref: (B)(4), lot: 16.245984) has been received. It has been reported that it was not possible to tighten the connection screw between implant and instrument with the screwdriver (ball head hex driver, ref: (B)(4). For this reason, the doctor had to take a new allofit offset shell impactor (ref: (B)(4) and the surgery was delayed for about 10 minutes. Devices analysis: visual examination: the received instrument shows almost no signs of usage. Having a closer look it can see that the feature has a narrow slit. This slit is caused by a manufacturing error, which means that the reported product was not manufactured according specifications. To confirm the reported event the impactor was functionally tested with a ball head hex driver (ref. (B)(4), lot 04.133498). It can be confirmed that the range of motion of the screw driver is limited due to the narrow split. Therefore it can be concluded that due to the wrongly manufactured feature both instruments cannot be used together as intended. The reported event can be confirmed as the limited range of motion might make it difficult/ impossible to properly tighten the impactor's connection screw. Review of product documentation: - compatibility: allofit offset shell impactor (ref: (B)(4) is compatible with the instrument ball head hex driver (ref: (B)(4). Root cause analysis: the supplier states that the error occured since a necessary tool (cutter) and three corresponding process steps were not applied. Why those steps were missed remains unclear. Most likely the complete machining step of this area was stopped/ interrupted and restarted at a later stage skipping three necessary steps. Conclusion summary: based on the returned product and the given information the complaint could be confirmed. The visual examination and the functional test did confirm that the received instrument shows a wrong feature, more precisely a narrow slit instead of a rounded shape. This slit was caused when a necessary manufacturing step was not conducted by the supplier. Means that the reported product was not manufactured according specifications. This manufacturing error led to the wrong positioning of the ball head hex driver, thus to the malfunction of the system as reported by the doctor. The case is considered as a single occurrence. All lots manufactured with the respective supplier order have been checked and all parts were conforming. Actions to prevent re-occurrence have been implemented within the supplier. Zimmer reference number of this file is (B)(4). .

Manufacturer narrative:
Where lot number was received for the device, the device history record was reviewed and found to be conforming. An e-mail requesting the following was sent on november 23, 2016 to the appropriate representatives: "as it was reported that the product will be available for investigation we kindly ask you to return the retrieved zimmer biomet devices until december 7, 2016." A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It is reported that the connection bolt between the implant and th instrument cannot be turned with the screw driver for impactor (01.00502.004), it jams, gets stuck. The surgery was completed with an other allofit®, impactor, curved which was available in the hospital, the surgery was delayed for 10 minutes.